Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from two years to less than three months over the course of twelve months. A request was made to have data from this device analyzed. A replacement procedure has been scheduled for next week. Additional information received from the device analysis advised the power consumption has been steady and stable over the past year and there is no evidence of premature battery depletion (pbd). Technical services (ts) advised a request to have engineering review the data and recommended follow-up timelines to identify elective replacement indicator (eri) and end of life (eol) to determine device replacement. At this time, the pacemaker remains in service. Received additional information the device was explanted and replaced with a boston scientific product. Additional information received from engineering confirmed the device's battery is depleting normally and the drop in estimated longevity was due to the battery status calculation switching to voltage-based calculation. The explanted device will return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from two years to less than three months over the course of twelve months. A request was made to have data from this device analyzed. A replacement procedure has been scheduled for next week. Additional information received from the device analysis advised the power consumption has been steady and stable over the past year and there is no evidence of premature battery depletion (pbd). Technical services (ts) advised a request to have engineering review the data and recommended follow-up timelines to identify elective replacement indicator (eri) and end of life (eol) to determine device replacement. At this time, the pacemaker remains in service. Received additional information the device was explanted and replaced with a boston scientific product. Additional information received from engineering confirmed the device's battery is depleting normally and the drop in estimated longevity was due to the battery status calculation switching to voltage-based calculation. The explanted device will return for analysis. Outside of the revision, no adverse patient effects were reported. The return of the product was expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from two years to less than three months over the course of twelve months. A request was made to have data from this device analyzed. A replacement procedure has been scheduled for next week. Additional information received from the device analysis advised the power consumption has been steady and stable over the past year and there is no evidence of premature battery depletion (pbd). Technical services (ts) advised a request to have engineering review the data and recommended follow-up timelines to identify elective replacement indicator (eri) and end of life (eol) to determine device replacement. At this time, the pacemaker remains in service. Received additional information the device was explanted and replaced with a boston scientific product. The explanted device will return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from two years to less than three months over the course of twelve months. A request was made to have data from this device analyzed. A replacement procedure has been scheduled for next week. Additional information received from the device analysis advised the power consumption has been steady and stable over the past year and there is no evidence of premature battery depletion (pbd). Technical services (ts) advised a request to have engineering review the data and recommended follow-up timelines to identify elective replacement indicator (eri) and end of life (eol) to determine device replacement. At this time, the pacemaker remains in service. Received additional information the device was explanted and replaced with a boston scientific product. Additional information received from engineering confirmed the device's battery is depleting normally and the drop in estimated longevity was due to the battery status calculation switching to voltage-based calculation. The explanted device will return for analysis. Outside of the revision, no adverse patient effects were reported. Device has been returned.

Manufacturer narrative:
The product was returned with analysis memory evidence indicating abnormal battery depletion characteristics. However, detailed analysis of the battery was unable to find a cause of failure, and the device hybrid current was as expected.